Event description:
Reaction approx 2 years after implantation of the smartscrew. Evidence by lesion medial and lateral side of implant site.

Manufacturer narrative:
In the literature, there are some reported late body reactions with plla implants. Additionally, some late body reactions have been reported to manufacturer, but occurence of such cases is very low. In the IFU of smartscrew, in the section precaution and warnings, it is stated: "transient local fluid accumulation and/or sinus formation may occur in sterile circumstances. Aspiration (simple drainage) may yield implant remnants and usually results in healing of the sinuses without adverse effect to fracture healing." We are expecting to get a surgeon's report during the first week of october. We will follow up this report if surgeon's report gives us additional information for the case.